Manufacturer narrative:
MFR received date: 27sep2019. Date of report: 30sep2019. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the gas delivery system to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. This customer complaint was caused by an out of spec air flow sensor u1. Replacement of the u1 on the air flow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported air flow accuracy failed. Unit failing air flow accuracy at 10 (liters per minute) lpm rate. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.